Event description:
It was reported the patient received the following results within 15 minutes: 424 mg/dl (patient meter), 229 mg/dl (patient meter), and a result in the 200's mg/dl (professional meter).